Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "suspected iab rupture". No additional informaiton from the user is available.at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR#: 3010532612-2025-01254,3010532612-2025-01256.

Manufacturer narrative:
(B)(4). The reported complaint for "suspected iab rupture" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "suspected iab rupture". No additional informaiton from the user is available. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR#: 3010532612-2025-01254,3010532612-2025-01256, 3010532612-2025-01257.